Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse confirmed 3 indicators of handle (handle, adapter, cartridge) were illuminated green, then handed the device to the surgeon. The surgeon push the green firing mode button, however could not fire the device. The surgeon did not checked the indicators at that time. They checked the cartridge in question and noticed pre-firing occurred for 10mm and clamp cover advanced for 1 increment marking. All pre-fired staples stayed in the staples pockets of proximal end of the cartridge. The staples were un-formed and did not fall into the cavity. No injury.